Event description:
Asr revision; asr xl- right; reason(s) for revision: alval/soft tissue damage, pain. Bi-lateral - (B)(4).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl- right, reason(s) for revision: alval/soft tissue damage, pain. Bi-lateral - see (B)(4) for left hip. Femoral head lot number incorrect - changed by one digit to match product code. (B)(6), 2013 - (B)(4) found to be a duplicate of (B)(4). Claimsuite added to com - lot number confirmed by claimsuite. Hospital name amended and additional hospital added. Update received: 7th march 2014 - marked as legal, added (B)(6) reference number and filled mapped to mw fields.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl- right. Reason(s) for revision: alval/soft tissue damage, pain. Bi-lateral - see (B)(4) for left hip. Femoral head lot number incorrect - changed by one digit to match product code. 25th november, 2013 - (B)(4) found to be a duplicate of (B)(4). Claimsuite added to com - lot number confirmed by claimsuite. Hospital name amended and additional hospital added. Update received: 7th march 2014 - marked as legal, added (B)(6) reference number and filled mapped to mw fields. Update rec'd 22 july - taken from (B)(6) database report. Changed manufacturing date for femoral head as previous one incorrect.